Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.50/4.5/151 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced a low vault. The lens was implanted, removed, and replaced with the same model, longer length and the problem was resolved. Cause details provided: "lens size change".